Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. The customer blood glucose level was 54 mg/dl, 134 mg/dl and 120 mg/dl. Customer was treated with juice. Customer also stated that insulin pump received a sensor updating alert. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.